Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked end cap, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared due to unresponsive buttons. The customer stated that they went jogging and had the insulin pump in their sports bra. The customer also stated that there was a crack on the side of the insulin pump, where the insulin was. The customer was unsure how the damage had occurred. The customer's blood glucose was 147 mg/dl. The discontinuation of the device was advised. Nothing further was reported.